Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 446 mg/dl with associated symptom of abdominal pain. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged that insulin leaked from the cartridge. The reporter confirmed that the patient did not notice the leaking prior to use. Troubleshooting by animas customer support determined the event was the result of training/misuse. This complaint is being reported the patient reportedly experienced serious injury while on insulin pump therapy due to an alleged cartridge leak resulting from a training/misuse issue.